Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported there was a blue line in the image during an unspecified procedure involving an olympus bronchovideoscope. There was no patient injury reported.